Event description:
This report summarizes four malfunction events. A review of the events indicated that model mc1410 biopsy instrument allegedly self-activated and failed to fire. These reports were received from various sources. Of the four events, all involved patients with no reported patient injuries. The age weight and gender of the patients were not provided.

Manufacturer narrative:
H10: of the 4 devices, 4 lot numbers were provided, and lot history reviews were performed. 4 devices were returned for evaluation. The investigation identified self activation for all devices and was inconclusive for failure to fire. A root cause has not been determined. The devices were labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the three reported events, the devices were returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model mc1410 biopsy instrument allegedly self-activated and failed to fire. These reports were received from various sources. Of the three events, all involved patients with no reported patient injuries. The age weight and gender of the patients were not provided.

Manufacturer narrative:
Of the 13 devices, 13 lot numbers were provided, and lot history reviews were performed. Of the 13 reported malfunctions, 13 devices were returned for evaluation. Self activation were identified for 4 devices. Of the 13 reported malfunctions, no alleged issues were identified for 9 devices. A root cause has not been determined. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes thirteen malfunction events. A review of the events indicated that model mc1410 biopsy instrument allegedly self-activated and failed to fire. These reports were received from various sources. Of the thirteen events, all involved patients with no reported patient injuries. The age weight and gender of the patients were not provided.